Event description:
A report was received that the patient experienced a significant irritation of her pain symptom when the stimulation was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50; serial #: (B)(4); description: linear st lead, 50cm.

Event description:
A report was received that the patient experienced a significant irritation of her pain symptom when the stimulation was turned on. The patient will undergo an explant procedure.